Manufacturer narrative:
B.1 date of event was updated to 21jul2023. The following lots are being taken out of previously submitted report 1917413-2023-00768, these lots occurred at separate locations and require their own complaint. D4. Medical device lot #: 3111788; d4. Medical device expiration date: 2024-10-31; h4. Device manufacture date: 2023-04-21. D4. Medical device lot #: 3048751; d4. Medical device expiration date: 2024-08-31; h4. Device manufacture date: 2023-02-17. H.6 investigation summary: material #: 366703; lot/batch #: 2227106. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Embedded fm is, by its nature, isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes that there was foreign matter in tube; biological and non-biological in three different tubes. The following information was provided by the initial reporter: customer is reporting foreign matter. Affected lot numbers 3048751, 2227106, and 3111788.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes that there was foreign matter in tube; biological and non-biological in three different tubes. The following information was provided by the initial reporter: customer is reporting foreign matter. Affected lot numbers 3048751, 2227106, and 3111788.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3048751, d4. Medical device expiration date: 2024-08-31, h4. Device manufacture date: 2023-02-17. D4. Medical device lot #: 2227106, d4. Medical device expiration date: 2024-02-29, h4. Device manufacture date: 2022-08-15. D4. Medical device lot #: 3111788, d4. Medical device expiration date: 2024-10-31, h4. Device manufacture date: 2023-04-21. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.